Manufacturer narrative:
Date it was reported that the patient experienced hernia recurrence following surgery. Mwr-20082020-0000788333 submitted for adverse event which occurred on (B)(6) 2017. Mwr-20082020-0000788334 submitted for adverse event which occurred on (B)(6) 2019.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and incisional hernia repair surgery on (B)(6) 2017 during which the surgeon noted the mesh flipped over, and was adherent to the omentum and bowel. The adherent bowel and omentum were dissected free from the mesh. It was reported that the patient experienced severe pain, inflammation, adhesions, nausea, loss of appetite, stress and anxiety. No additional information was provided.